Event description:
A customer contacted beckman coulter inc. (Bci) stating that the synchron lx20 pro clinical analyzer was leaking fluid inside the hydro draw floor and in the back of the instrument and onto the floor. No injury or operator exposure was reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 and working with the operator to replace the rocker valve tubing to prevent the wash solution from leaking. The fse also replaced the valves that had precipitate in lines. . The fse also found that the wash solution siphon tube was not secure to the fitting which didn't allow proper discharge of wash solution to the instrument. The fse replaced the wash solution canister and cuvette. The fse verified operation and no further complaints occurred with regard to this event.